Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 6:30pm on (B)(6) 2019, when he obtained an alleged inaccurate blood glucose result; the patient did not specify the result but indicated that it was high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with a combination of humalog insulin (sliding scale) and lantus insulin (28 units before bed). He reported that after obtaining the alleged inaccurate result, he increased his dose of humalog from 10 units to 16 units. He reported that around 10pm on (B)(6) 2019, he "passed out" and was taken to the emergency room (ER). He reported that he received a glucagon injection from a doctor and was monitored until he felt better. He indicated that at one point a comparison was made between the subject meter and the hospital meter. He reported a result of 327 mg/dl on the subject meter versus 177 mg/dl on the hospital meter. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining a high reading on the meter and administering an increased dose of insulin.